Manufacturer narrative:
Investigation summary: one sample was received for investigation. It came in an opened packaging blister. A visual inspection was performed. It shows missing numbers 40 and 50 on the scale marking. Two photos were provided. One photo shows the packaging blister top web and the other the sample received. A potential root cause for the scale marking issue is associated with the syringe assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine had a jam, the barrel printing was partially done and not detected in the next processes. Based on the sample analysis and investigation carried out, the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot # 9303337 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch #. Based on the sample analysis and investigation carried out the symptom reported by the customer is confirmed. The lot was produced for 0.134mm units, this is the 1st complaint; therefore, the cpm is 7. 4. We will continue monitoring and trending this product and this symptom. Root cause description: a potential root cause for the scale marking issue is associated with the syringe assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine had a jam, the barrel printing was partially done and not detected in the next processes. Rationale: CAPA not required at this time. (B)(4).

Event description:
It was reported that the syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced missing scale markings which was noted prior to use. The following information was provided by the initial reporter: material no: 309653 batch no: 9303337. Details of complaint (reported issue): syringe missing 40ml and 50ml markings complaint noticed: prior to use. Problem frequency: 1st time. Patient injury: no. Qty affected: 1 ea.